Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "metal ring on gamma3 target device loosened during surgery and ended up into patient. Was removed and surgery finished."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The returned device underwent a visual inspection, where it was found to be in good overall condition. However, the c-ring is missing from its designated location and was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause of the issue cannot be determined without the c-ring, as the c-ring is not designed to be detachable. In no case, the ring shall be detached, not even for cleaning purposes. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "metal ring on gamma3 target device loosened during surgery and ended up into patient. Was removed and surgery finished."